Event description:
Related manufacturer reference number: 2017865-2022-13369 related manufacturer reference number: 2017865-2022-13370 it was reported that a patient presented remotely. Examination of the transmission revealed unspecified over-sensing on the right ventricular lead. When the patient presented to clinic, further examination of the patient's right ventricular(rv) and right atrial (ra) leads revealed high capture thresholds. X-ray imaging confirmed ra and rv lead dislodgement. The rv lead was explanted and replaced and the ra lead was repositioned. This surgical intervention occurred on (B)(6) 2022. During that intervention, the set-screw of the patient's implantable cardioverter defibrillator was found to have an intermittent connection, resulting in an inability to tighten around the left ventricular lead. Additionally, the rv lead helix was unable to be extended. The device as explanted and replaced on (B)(6) 2022. No patient consequences were reported.

Manufacturer narrative:
The reported event of loose connection was confirmed. In-lab assessment and testing showed the left ventricular set screw was stripped and contained septum material in the hex cavity. The material in the hex cavity prevented full insertion of the torque driver and was the cause of the loose connection. Functional testing was performed, which included sense testing, pace output testing, impedance measurements, and high voltage (hv) output testing, and the device showed normal function.